Event description:
It was reported that, before a procedure (patient sedated) as the laser was warming up, error 210 and 235 were observed, and the touch screen was unresponsive. The procedure was cancelled. Patient outcome: no injury to the patient was reported.